Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high rv coil impedance and high rv tip-to-rv coil pacing impedance. A fracture of the high-voltage rv defibrillation coil is suspected. Reprogramming was completed to turn "off" the rv defibrillation lead and the lead currently remains implanted. A new implantable cardioverter defibrillator (ICD) and rv defibrillation lead were implanted on the left side, while the original ICD system remains in use as a pacer. No patient complications have been reported as a result of this event.